Event description:
When priming IV tubing with new IV fluid, two tubing sets were found to be leaking at the stopcock despite having a secure connection. The leaking was noted with two different sets. Both sets had the same lot number. A 3rd event occurred on two days later, with the IV tubing leaking at the stopcock. This was noted to be the same lot number. All tubing with this lot number was removed from use.